Event description:
It was reported that the patient presented for a generator change. During procedure it was noted that the right ventricular (rv) lead was calcified which made it difficult to remove. The physician cut the lead during procedure which resulted in the rv lead being capped and replaced on (B)(6) 2024. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change. During procedure, it was noted that the right ventricular (rv) lead was calcified and required cleaning. After the procedure, noise was found on the lead consistent with the physician cutting the lead during procedure. The rv lead was capped and replaced on (B)(6) 2024. The patient status was unknown.

Event description:
New information noted that the patient was in stable condition post procedure.